Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the deployment system was allegedly detached from the handle. It was further reported that the saline allegedly saline came out the end of the handle, not the tip of the catheter. There was no patient contact.

Event description:
It was reported that prior to a stent placement procedure, the deployment system was allegedly detached from the handle. It was further reported that the saline allegedly came out at the end of the handle, not the tip of the catheter. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the product on the table; the distance between kink protection and grip is increased which indicates detachment which leads to confirmed result for kink protection detachment from the grip. Leakage cannot be confirmed without returned sample/ leakage test. The user identified the detachment when flushing liquid was leaking. A packaging damage was not identified. Based on the investigation of the provided information, the investigation is closed as confirmed for detachment of the kink protection from the grip. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used'. 'During system flushing, observe that saline exits at the catheter tip'. The instructions for use further state: 'do not rotate the grip while extracting the stent system from the tray' and 'keep the device as straight as possible following removal from the packaging and while inserted in the patient. Failure to do so may impede the optimal deployment of the implant'. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.